Event description:
It was reported that the patient¿s caregiver experienced a connection failure between the dexcom g7 sensor and the ilet system, with pairing repeatedly failing and the responsible device not identified. Symptoms included no clinical effects reported by the patient. Outcomes included no impact to patient health and no alerts or alarms reported. Investigation included troubleshooting support and user education provided remotely. Investigation of this case revealed that connection could not be established initially, and setup was subsequently completed with successful transmission. It was concluded that the issue was resolved with troubleshooting and education, with no device performance deficiency confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.